Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Event description:
During a medical procedure for ablation unexpected reset was noted on the implantable cardioverter defibrillator (ICD).